Event description:
Medtronic received info that pt has a history of double vessel coronary disease, resulting in an acute myocardial infarction which required coronary artery bypass graft (CABG) surgery. For the case, it was noted that the pt received 20,000 units of non-baxter brand heparin and a carmeda coated circuit was used during the CABG procedure. Post-op evaluation revealed some bleeding with a decreased platelet count and received 1 unit of platelets. Two days later, the pt developed shortness of breath (sob), which could not be resolved with lasix, an increase in oxygen, or respiratory treatments. A bi-lateral ultrasound was performed, which revealed right lower extremity deep vein thrombosis. Thus, a CT angiogram was performed, verifying pulmonary emboli in the right upper lobe of the lung near the apex. A hematologist evaluated the pt and ruled out any autoimmune disease, lupus, and heparin-induced thrombocytopenia as the cause of the thrombosis. The pt was prescribed argatroban and coumadin, which improved the sob. The pt's concomitant medications and allergies were not provided. The circuit was discarded and will not be returned for analysis.

Manufacturer narrative:
Evaluation: device history reviewed. Results - device history review found the product met specifications when released for distribution. Conclusion: on april 8, 2008, medtronic was notified by FDA that a contaminant had been discovered in recently manufactured heparin. Medtronic manufactures several perfusion products that are coated with chemicals containing heparin, many of which are used to make a bypass and/or ECMO circuit. It is difficult to estimate the total quantity of heparin contained in this particular circuit, for this particular case, however, we would expect to see approx 19.1 mg of heparin in a carmeda coated oxygenator, the surface area of which accounts for 2.72 square meters of an estimated 3.32 square meters in a typical bypass circuit. We are submitting the 5-day report as requested by FDA, but have not had sufficient opportunity since receiving notice on april 30, 2008, to determine whether the device or the heparin contained in the device could have caused or contributed to this event. However, upon receipt of this event and as part of our investigation, medtronic did not detect the contaminant in the heparin sodium active pharmaceutical ingredient used to coat this product lot when it conducted its testing in accordance with recommendations contained in FDA's april 8, 2008 notification.